Manufacturer narrative:
Device evaluation: suspect device was returned for evaluation. Visual inspection observed a difference in the external diameter of tubing in the sections where it is assembled to the filter. Investigation determined excess solvent appeared to cause crazing which resulted in leakage during use. Multiple retained samples were inspected with no anomalies or abnormalities found. Unable to duplicate the failure, therefore, root cause is unknown.

Event description:
A report was received stating during use of the listed device, leaking was observed near the filter area. There were no adverse effects to the patient. The customer provided their user facility report number: (B)(4); however, the actual report was not provided to the manufacturer.

Manufacturer narrative:
Additional manufacturer narrative: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.